Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. It was also reported that the pump battery dropped suddenly after being disconnected from a power source. Subsequently, the battery fully depleted and the pump shut off. There was no reported impact to the customer¿s blood glucose. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.